Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The x-stage cover was replaced, and the system was re-homed. The issue was then resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that outside of a procedure, it was not possible to manually re-home the system. There were signs of mechanical damage reported to the lower cover for docking. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.